Manufacturer narrative:
The lead was returned, due to patient deceased. As received, a partial connector portion of the lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
Related manufacturer reference number: (b)(4; related manufacturer reference number: (B)(4); related manufacturer reference number: (B)(4). It was reported, that the patient had deceased, due to an unknown cause. No additional information was reported.